Event description:
The customer reported to olympus, during an argon plasma coagulation (apc) sigmoidoscopy with the subject device, there was a popping sound when the foot pedal was pressed. The olympus device was being used with the erbe diathermy on apc. The customer was unsure where the popping noise came from, but noticed damage had been caused to the patient's bowel. In addition, the patient experienced pain when the diathermy was activated. The patient required an operation to repair the unspecified damage and went to recovery. The patient bowel injury was referred to as chronic radiation proctopathy. The subject device did not malfunction as reported to the customer. No additional information has been provided to date.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center evaluated the device. The findings included: the following defects were identified in relation to the customer specified fault: the instrument was visually inspected externally for damage that could be attributed to the customer specified fault prior to registration. No abnormalities or associated damage were identified during this inspection; optical cover glass - chipped' and the up / down angulation - clicking. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. No device problem was found. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to a non-olympus high-frequency probe (erbe diathermy) was handled improperly and/or a high-frequency cauterization treatment was performed while the patient¿s body cavity was being filled with a flammable gas. As stated in the instructions for use: the user can properly detect the suggested event by handling device in accordance with the following IFU statement: ¿using endo therapy accessories - for more information on combining the endoscope with particular endo therapy accessories, refer to the ¿system chart¿ in the appendix and the instruction manuals for the accessories.¿ the user can reduce/prevent of the suggested event by handling device in accordance with the following IFU statement: ¿prepare, inspect, and connect the electrosurgical unit and electrosurgical accessories as described in their instruction manuals. Performing treatment while the intestines are filled with a flammable gas could result in an explosion, fire, and/or serious patient injury. If the intestines contain a flammable gas, replace it with air or a nonflammable gas such as co2 before performing high-frequency treatment. Using co2 during endoscopic examinations of the colon and rectum, etc., may reduce post-examination pain. When a nonflammable gas is used, only the water container maj-902 may be used with the endoscope. Carefully follow its instruction manual.¿ investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
Additional information received from the customer: the patient injury was a perforated distal sigmoid. Additional intervention was required and the patient had a laparotomy and anterior resection. The patient was discharged home. The physician's medical opinion of what happened was "possibly secondary to a colonic explosion due to a pocket of methane." The endo therapy accessories had been used before, erbe fiapc sonde 2200a ref (B)(4), and erbe apc diathermy used.